Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display started to blank out. The device was not changed out. Per the biomedical engineer (biomed), the pump was still functional using the local controls and could still make out some of the screen. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Customer going to try to repair himself. He is a trained biomedical engineer technician (bmet). Investigation in process, but not yet completed.